Manufacturer narrative:
The device was returned to olympus for inspection and the reported complaint was confirmed. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the distal end, bending section cover, and universal cord. There was no patient involvement.